Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult to remove from anatomy and pericardial effusion were unable to be determined. The reported difficult imaging was due to challenging patient anatomy. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy. The reported unchanged mitral regurgitation (mr) was a cascading event of the reported tissue injury. The reported patient effects of tissue injury and unchanged mr, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported unexpected medical intervention was a result of case-specific circumstances.

Event description:
This is filed to report difficulty to remove a clip, tissue injury, and pericardial effusion. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, restricted posterior leaflet, small atrium, rotated heart, and narrow and small septum. A mitraclip xt was implanted. A second mitraclip xt was selected for treatment, but the clip became caught in the lateral/anterior chordae tendineae. While pulling back the clip, the clip tore a primary tendon thread. After the removal of the clip, a flail was observed in a2/a1. Following the removal of the clip system, the patient had a pericardial effusion, requiring medical intervention. The procedure was completed with one clip implanted. The mr remained at grade 4. Difficulties visualizing the clip during the procedure occurred. There was no clinically significant delay in the procedure. No additional information was provided.